Manufacturer narrative:
The nurse reported that the bedside was set to 30 minutes for the nibp interval, but it was only taking a nibp reading every 6 hours. The issue was resolved after they reset the settings to 6 hours again. This is unusual behavior. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 08/26/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/27/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested.

Event description:
The nurse reported that the bedside was set to 30 minutes for the nibp interval, but it was only taking a nibp reading every 6 hours. The issue was resolved after they reset the settings to 6 hours again. This is unusual behavior. No patient harm was reported.

Event description:
The nurse reported that the bedside was set to 30 minutes for the nibp interval, but it was only taking a nibp reading every 6 hours. The issue was resolved after they reset the settings to 6 hours again. This is unusual behavior. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the bedside was set to 30 minutes for the nibp interval, but it was only taking a nibp reading every 6 hours. The issue was resolved after they reset the settings to 6 hours again. This is unusual behavior. No patient harm was reported. Investigation conclusion: the customer replied that the issue resolved on its own after they cycled the bp manually. They forwarded the issue to their biomed to collect the device logs, but the work order with their biomed was closed. The device logs from this event are not available. The complaint could not be confirmed. Root cause could not be determined. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 08/26/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 08/27/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.